Event description:
It was reported that patient had revision due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 6632-8-810, lot # mvtr, description: sm lt tot stab femoral comp, cat # 66325100, lot # hnwjf, description: dura dist spc s mdl lt 5mm; cat # 6632-3-605, lot # lrze, description: duracon universal b/p non-beaded; cat # 6642-2-050, lot # 99587m, description: dura duration all poly pat sm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding infection involving a durdurt ts tib ins sm 11mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical evaluation not performed as no medical records were provided. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that patient had revision due to infection.